Manufacturer narrative:
Batch review performed on 20 april 2022: lot 186084: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional devices involved. Batch reviews performed on 20 april 2022: gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot 180368: (B)(4) items manufactured and released on 08-may-2018. Expiration date: 2023-04-24. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 176249: (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 2022-11-15. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2021, the patient came in reporting instability due to laxity and the cause of the laxity was unknown. The surgeon revised the gmk-sphere tibial insert - flex s5r - 14 mm with a gmk-sphere tibial insert - flex s5r - 17 mm and the surgery was completed successfully. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Presently, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Event description:
On (B)(6) 2022, the surgeon removed the femur and insert that was implanted to act as a spacer (on (B)(6) 2022) and implanted a new femur and insert with antibiotic cement. The surgery was completed successfully. This spacer removal was reported in a new medacta complaint. Reported to FDA as MDR 3005180920-2022-00525 for error.

Manufacturer narrative:
On (B)(6) 2022, the surgeon removed the femur and insert that was implanted to act as a spacer (on (B)(6) 2022) and implanted a new femur and insert with antibiotic cement. The surgery was completed successfully. This spacer removal was reported in a new medacta complaint. Reported to FDA as MDR 3005180920-2022-00525 for error.